Event description:
Related manufacturer reference number: 3006705815-2023-07052.it was reported that patient experienced ineffective therapy. X-rays indicated that one lead had migrated anterior. Reprogramming was attempted using the other lead to no avail and ineffective therapy persisted. No weight changes or falls were reported. Lead diagnostics were taken and did not show any high or low impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.